Event description:
The event is reported as: the plastic lid (with two ports for circuits) had detached during use. No pt injury reported.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) triple dpt kit. Clear priming fluid was visible inside drip chamber and tubings. However vented caps were still attached at the end of pressure lines. Damage was found at IV extension tube to pa pressure transducer. Tube adaptor, where IV tube was bonded to the male connector, found to be completely broken from the male connector at the end of IV line. Damage occurred on IV side of the kit. (B) (4)

Event description:
It was reported that the tubing line connection was cut. No patient injury was reported.